Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had expected sticky adhesive on the end cap from the missing end cap sticker. The insulin pump also had minor scratched display window, missing end cap sticker, broken battery tube threads and a partially broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 430 mg/dl. The customer was admitted to the hospital. Customer cause of hospitalization was high blood glucose. Customer came off the pump and was given injections until her blood glucose came down and was released from the hospital monday morning. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 118 mg/dl. Customer stated that dome label missing on the right side of pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.